Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of the setscrew being removed due to the torque wrench was confirmed, but the reported event of low device detection was not confirmed. Analysis revealed that the user of the torque wrench was incorrectly inserting the wrench into the inset of the setscrew. The wrench tip was not being aligned to go into the setscrew hex inset in order for the wrench tip to drop fully into the inset and engage it. Instead, the user was forcing the corners of the wrench tip down against the inset walls. The corners of the wrench tip were wedged and dug into the inset walls, which caused the wrench tip to be stuck in the setscrew. No device anomalies were revealed. The reported event was caused by the user¿s incorrect use of the torque wrench. Additionally, the device passed all electrical testing and no anomalies were revealed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, episodes of undersensing were observed on the device. The lead was attempted to be removed from the device, but the device header became detached. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.